Manufacturer narrative:
(B)(4) - recrimped stent. Stent mislocation/movement can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. Return of the stent delivery system (sds) may have aided in the investigation and determination of cause. It is possible the stent was inadvertently handled during removal of the protective sheath or during preparation for use, resulting in the stent damage and movement on the balloon; however, this could not be confirmed. It was reported that an attempt was made to re-crimp the stent on the balloon. It should be noted the xience instructions for use states: do not manipulate, touch, or handle the stent with your fingers. It may cause coating damage, contamination or stent dislodgement from the delivery balloon. It does not appear that the reported handling of the stent contributed to the reported difficulties as the damage was already noted. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected online for stent placement and damage. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the heavily tortuous, moderately calcified, eccentric, 75% stenosed, de novo proximal left anterior descending artery, direct stenting was attempted after the guide wire was positioned and ivus was performed. Prior to use the stent implant was noted to be moved distally on the balloon with the stent edge flared, and was initially attempted to be manually repositioned. The device was not used in the anatomy; a second 2.5 mm x 18 mm xience v was used in the procedure without incident. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect.